Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. The patient visited the emergency room. Later, she informed her physician that the device had delivered two shocks a month prior. Boston scientific technical services (ts) review of data from the patient's remote monitoring system did not indicate any shocks were delivered. Review indicated that the patient had never had a ventricular event and, accordingly, no anti-tachycardia pacing (atp) or shock therapy has been delivered. No additional adverse patient effects were reported. This device remains in service.